Manufacturer narrative:
The blisters found on the device was identified as "fixated proteins" as the facility uses glutaraldehyde machine. It is known that glutaraldehyde is a protein fixator. The fixated protein was removed via a simple cleaning step.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "blisters" (foreign material) could not be further identified, nor why it may have remained in the device, as the device was not returned for inspection. A further cause of the suggested phenomenon therefore could not be presumed. The reprocessing manual of the instructions for use contain the following descriptions relevant to the suggested event: "warning: only olympus-recommended or olympus-endorsed aers [automatic endoscope reprocessor(s)] have been validated by olympus. When using an aer that is not recommended by olympus, the manufacturer of the aer is responsible for validating compatibility of the aer with each olympus endoscope, accessories and medical instruments. Only use the aer that meets the requirements of the relevant parts of iso 15883 series in the member states of the EU. Before using an aer, confirm that it is capable of reprocessing the endoscope. Be sure to attach all required connectors. Otherwise, insufficient reprocessing may pose an infection control risk. If you are uncertain as to the ability of your aer to reprocess the endoscope, contact the manufacturer of the aer for specific instructions and information on compatibility and required connectors." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rhino-laryngo videoscope had blisters on the bending section rubber and inserting part that could be the caused by this method of cleaning. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the cause of the foreign matter remaining on the device could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. ·labeling only olympus-recommended or olympus-endorsed aers have been validated by olympus. When using an aer that is not recommended by olympus, the manufacturer of the aer is responsible for validating compatibility of the aer with each olympus endoscope, accessories and medical instruments. ¿ only use the aer that meets the requirements of the relevant parts of iso 15883 series in the member states of the EU. ¿ before using an aer, confirm that it is capable of reprocessing the endoscope. Be sure to attach all required connectors. Otherwise, insufficient reprocessing may pose an infection control risk. If you are uncertain as to the ability of your aer to reprocess the endoscope, contact the manufacturer of the aer for specific instructions and information on compatibility and required connectors. Olympus will continue to monitor field performance for this device.